Event description:
Patient was transfered from a hospital to another hospital. The patient had an external shunt protruding from the abdomen. The nurse who was unfamiliar with the drainage system, squeezed the buretrol to facilitate drainage. The buretrol cracked. The device was disposed of by the user facility. The neurosurgeon was notified and advised the nurse to change the external drainage system. No patient injury was reported. No lot number is available since the system was implanted when the patient was in the other hospital.